Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: review of the black box data revealed multiple replace battery alarms recorded on (B)(6) 2017. On investigation, the pump powered on and emitted post-delivery motor power supply fault alarm during the rewind step along with replace battery alarm. Complete investigation of the pump was not possible due to this event. The pump was opened for investigation and revealed moisture inside the pump on the internal components including printed circuit board. On examination, the battery compartment was noted to be cracked. Investigation confirmed the alleged power issue. Unrelated to the complaint, the display was found to be dim/faded/discolored. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient was hospitalized related to a power issue with the pump. No other information was provided, animas has made multiple attempts to contact the reporter for additional information.